Event description:
It was reported that the therapy was not beneficial to the patient. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2021. D6b: explant date: (B)(6) 2021 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: (B)(6)